Event description:
It was reported that during a laparoscopic appendectomy procedure, the instrument was closed around the tissue and fired. When removed, the staples did not form for the entire distance of the cut line. Some staples remained in the instrument. A reload was added, but the instrument jammed and did not fire a second time. A new instrument was then used. The case was delayed for a few mins while a replacement instrument was found. The replacement worked fine and the case was completed. There was no pt consequence. One device is being returned.